Manufacturer narrative:
H.6. Investigation: due to no photo or sample being received, the customer's complaint of leakage could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp 3ss cv leaked chemo and spilled on the nurse. The following information was provided by the initial reporter: material no: 2426-0500; batch no: unknown (2053385 was provided -but only has 7 digits and not 8). It was reported that leaking was observed at the top of the pump clamp resulting in nurse being exposed to chemo. Per medwatch report: describe the event or problem: nurse went to administer patients' arsenic. Nurse went to put the tubing into the pump and once it was in, nurse closed the pump door and the drug started leaking at the top of the pump clamp. Nurse closed the clamp closest to the top of the arsenic bag and called out for help. The arsenic got onto nurses' shoes, lower portions of pants, hands, and front of chemo gown. Nurse was wearing chemo gloves and gown. The chemo spill was cleaned with spill kit and nurse threw exposed clothing away. What was the original intended procedure? : administration of chemo infusion of arsenic. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA on (B)(6) 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv leaked chemo and spilled on the nurse. The following information was provided by the initial reporter: material no: 2426-0500 batch no: unknown (2053385 was provided -but only has 7 digits and not 8). It was reported that leaking was observed at the top of the pump clamp resulting in nurse being exposed to chemo. Per medwatch report: describe the event or problem: nurse went to administer patients' arsenic. Nurse went to put the tubing into the pump and once it was in, nurse closed the pump door and the drug started leaking at the top of the pump clamp. Nurse closed the clamp closest to the top of the arsenic bag and called out for help. The arsenic got onto nurses' shoes, lower portions of pants, hands, and front of chemo gown. Nurse was wearing chemo gloves and gown. The chemo spill was cleaned with spill kit and nurse threw exposed clothing away. What was the original intended procedure? : administration of chemo infusion of arsenic. What problem did the user have (check all that apply) :device malfunction - that is, the device did not do what it was supposed to do.